Manufacturer narrative:
Concomitant medical products - patient medications: placid, aspirin, and metoprolol. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak.

Event description:
On (B)(6) 2012, the patient was implanted with a gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. The patient tolerated the procedure. It was reported that computed tomography (CT) images dated (B)(6) 2018, revealed a proximal type I endoleak. It is unknown if there is aneurysm sac enlargement. The physician reintervened on (B)(6) 2019. The physician implanted an additional gore® excluder® aaa endoprosthesis (rmt device 28.5x14.5x18cm) deployed up to the superior mesenteric artery and there were two gore® viabahn® placed in each renal artery. The endoleak was resolved and the patient tolerated the reintervention.